Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed to deliver a shock to a patient in the operating room, who required internal defibrillation to restore cardiac activity. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.

Event description:
It was reported to philips that the device failed to deliver a shock to a patient in the operating room, who required internal defibrillation to restore cardiac activity. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. Multiple requests were made for additional patient/procedure information, however, no additional details were received. No ECG monitoring strips or case event files were provided to philips for review. Multiple requests were made for evaluation information, however, no additional details were received. Multiple requests were made for resolution information, however, no additional details were received. The device remains with the customer. No conclusion can be drawn.

Event description:
It was reported to philips that the device failed to deliver a shock to a patient in the operating room, who required internal defibrillation to restore cardiac activity. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.